Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level had been dropping low (60-70 mg/dl) in the middle of the night. Food and juice were consumed to address the low bg. The cause of the low bg was not known. As the events had occurred in the past, tandem technical support advised the customer to discuss the low bg levels with a healthcare provider.